Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a pump alarming upstream occlusion with no visible kinks in the line as stated by customer, is the uso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: (B)(6).

Event description:
It was reported the device exhibited an upstream occlusion alarm. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer.